Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified valve did not flow. This occurred during infusion. The reporter stated that they had to detach and reattach the valve ¿several times¿ before it flowed properly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.